Event description:
A consumer's daughter reported that approximately ten years following intraocular lens (iol) implant surgery, her mother has been experiencing bursts of lights and blurry vision. The consumer's daughter also reported that her mother's iol is defective. The implanting surgeon had advised her mother that these symptoms would resolve over time, yet they have not. The lights and blurry vision have affected her mother's daily activities during the day and night. Her mother sought opinions from other surgeons, who advised her that the iol was the cause of her symptoms. The other surgeons also advised her mother that it was too late to have the iol explanted. Subsequently, her mother had an iol implanted in her fellow eye, and has not had any problems with that eye. Additional information has been requested from the implanting surgeon.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).